Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. The patient's date of implant was requested, but was not provided. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in 2013. It was reported that the patient experienced a driveline infection. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.